Event description:
It was reported that patient still has quite a bit of scrotal swelling with some pain after 2 months after implant. Physician remarked that it is very difficult to locate the deflation button and the device seems to not be deflating; however due to pain and swelling it is also difficult. Physician is working directly with the patient to assist with deflation practice.